Manufacturer narrative:
Additional information received indicated the patient underwent a computerized tomography (CT) that revealed evolving infarcts in the right frontal and left parietal lobes. These findings also concluded that the right frontal infarct has evolved since an earlier CT on (B)(6) 2016. The left parietal infarct and vasogenic edema was also more pronounced on this study and focal hypoattenuation was seen in the right hemipons which was concerning for a lacunar infarct. No frank hemorrhage was seen. No treatments or interventions were provided. The patient was discharged home on (B)(6) 2016 in good condition with no residual symptoms. The site reported that they believed that the patient's previously identified aortic root thrombus may have contributed to this event. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event; especially in light of the primary investigator's impression that it may have been related to the patient's previously identified aortic root thrombus. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed include the patient's pre-implant history of congenital heart defect, his history of earlier cerebrovascular accidents and his previously identified aortic root thrombus (possibly related to a pre-implant left atrial thrombus). There are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from a vad coordinator that a patient was admitted to hospital with peripheral vision loss that started on (B)(6) 2016 (two days before presentation). His international normalized ratio (inr) at admission was 3.6 with a stated therapeutic goal of 2.5-3.5 for a previously identified aortic root thrombus. Neurology and neurosurgery were consulted. At the time of this assessment, the patient was noted to have left sided motor issues and peripheral vision defects. The results of a most recent head computerized tomography (CT) scan done on (B)(6) 2016 are pending.